Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
It was reported the patient underwent surgical intervention to move the scs ipg from the right flank to the left hip. Reportedly, the patient had complained of pain at the ipg site.